Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3008452825-2017-00324, 3005334138-2017-00250, 3005334138-2017-00251, 3008452825-2017-00326, 9680001-2017-00102. Following a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. After the left veins were isolated, the transseptal access was lost. There were difficulties in locating the previous access site and during this time, the catheter appeared outside of the geometry. The catheter was difficult to maneuver and when the catheter was pushed to the left lateral wall it still appeared outside of the geometry. A contrast was injected but the catheter did not appear to be in the pericardium. The catheter was moved back into the right atrium and the transseptal puncture was performed again. The procedure was completed with no further issues. After the procedure, an echocardiogram was performed revealing the pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The patient remained asymptomatic during and after the procedure.